Event description:
230 days after a coronary artery drug eluting stenting procedure the pt expired. The lesion being treated in the index procedure was a 3.0mm, 80% stenosed portion of the proximal circumflex (prox cx). The physician treated the lesion with predilatation and successful placement of a taxus express2 8.8% 3.00x20mm drug eluting stent in the target lesion. There were no reported complications. The pt was discharged 3 days later on plavix and aspirin. 230 days after the initial procedure the pt expired. There was no autopsy. In the opinion of the physician the cause of death was cerebral vascular accident and chronic obstructive pulmonary disease and the target vessel was no involved.

Event description:
It was further reported that 5 months after the initial procedure the patient experienced a non q-wave myocardial infarction. The patient was hospitalized and medications were changed. The patient was discharged 6 days later.